Event description:
It was reported that the 9800 system locked and would not x-ray. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow-up report will be filed when additional details become available.